Event description:
Multiple incidents of non-adherence of electrodes in ER and ICU. Most notably with diaphoretic patients. Both series of products give inconsistent contact. Nurses are using multiple packs until finding one which will adhere. Switching to philips electrodes.